Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and pre-existing flail. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second mitraclip xtw was inserted, and grasping was performed. However, difficulties grasping the leaflets occurred. After several grasping attempts, the clip was deployed on the mitral valve. However, post deployment, it was observed that the second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a third clip was inserted and deployed laterally to the slda clip, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.